Manufacturer narrative:
(B)(4). The customer advised physio-control that both sets of therapy electrodes used during the event were disposed of, therefore they were not available for examination. Physio evaluated the customer's device but was unable to duplicate the reported issue. The customer's device powered on, charged and shocked when prompted. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. A clinical specialist reviewed the circumstances of the reported issue and determined that the device use did not contribute to the patient's outcome due to the unknown downtime (unwitnessed event). The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected during an event. The patient, a (B)(6) male, had attempted suicide by hanging himself in his jail cell. Officers and medical staff responded and removed the inmate from his cell. Responders could not detect a pulse and immediately began CPR. The patient was observed to be grey/blue in color and his eyes were glazed over. The reporter did not know the patient's downtime. The patient had a hairy chest and the reporter did not know what, if any, skin preparation was completed prior to attaching the therapy electrodes. The customer's device was then connected to the patient via therapy electrodes but the unit would not detect that the patient was connected. A backup device was immediately available and connected to the patient within approximately 45 seconds via a new set of therapy electrodes. The backup device then detected the patient and gave a "no shock advised" decision. Shortly thereafter emt's arrived on scene and took over patient care. The patient was transported to a local hospital where he reportedly had a pulse, but no brain activity. The following day ((B)(6)), the patient was removed from life support. The patient did not survive the event.